Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The device was received broken in two pieces, thus confirming the reported allegation of fiber break. Microscopic inspection of the tip observed normal degradation. Additionally, burn marks were seen on the connector face. During functional testing, aim beam was found to be bright and round. When the fiber was connected to the console it read: error #67: fiber expired, indicating the fiber had been used. Based on analysis results, it is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the break along the fiber length. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, during preparation, the fiber got fractured when firing. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during preparation, the fiber got fractured when firing. The procedure was completed using another fiber. There were no patient complications.